Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue occurred. The patient detailed that she manages her diabetes with ¿jantec¿. The patient claimed that ¿two days¿ after the alleged power issue, she developed symptoms of feeling ¿sweaty and high blood glucose¿ due to not being able to obtain results on the subject meter. The patient reported that on (B)(6) 2015 at 05:00am, she visited a doctor¿s office where she was treated by a healthcare professional (hcp) with lantus insulin and had her blood glucose tested on a clinic meter which gave a result of ¿139mg/dl¿. During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the product. The meter would not power on when the correct test strips were inserted or when the power button was pressed. The meter did not require the batteries to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reported receiving medical intervention from a hcp for a high blood glucose excursion after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/16/2015 and evaluated by lifescan product analysis on 4/18/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged positive battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.